Manufacturer narrative:
Device available for evaluation is no. No list # 140099290 product samples, videos, or photographs were returned for investigation. The lot history was reviewed and there were no nonconformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.

Event description:
Additional information received from the customer that the set leaked saline at the filter area through the little hole and no further incidents.

Manufacturer narrative:
The device was discarded; however, a sample from the same lot is available for testing. It is yet to be received.

Event description:
The customer reported that a primary plum set leaked from the 0.22 micron filter during priming of taxol. There was no patient involvement, and no harm reported. The device was changed out with no further problems encountered. This record captures the second of three devices.